Manufacturer narrative:
The ventricular lead remains in service. There is no further information available. Should additional information become available, this event would be updated.

Manufacturer narrative:
The lead has since been surgically abandoned. Since the lead will not be returned for analysis, this clinical observations cannot be confirmed.

Event description:
One week later we received new information that this right ventricular lead had fractured. The patient had ventricular fibrillation induced by bradycardia while hospitalized, however was successfully converted. A new right ventricular lead was successfully implanted.

Event description:
Boston scientific crm received information that ventricular loss of capture was observed. The patient was symptomatic with low blood pressure and near syncope. The patient's escape rate was in the 30's. Technical services discussed possible lead issue versus device issue and explained the advisory failure rate is low for this device.